Event description:
Medtronic insulin pump (670g) had two recalls and both affected the one I own. The pump retainer ring is damaged/falls off and the battery cap contact fell off as well, both of which can cause both too much or not enough insulin to be delivered. FDA safety report ID #(B)(4).